Event description:
A report was received regarding an orif, distal radius. During the procedure, the surgeon removed a va locking screw from the head of the plate in order to redirect the angle of the screw. Upon attempting to re-place it at a different angle after re-drilling with the va cone guide, the screw would not engage into the head of the plate. The surgeon attempted to use a new screw, with the same result. The surgeon left this particular hole in the plate unfilled. This is report #2 of 3 for the same event.

Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.